Event description:
The technician alleged the brakes pedal sets but the brakes don't hold.

Manufacturer narrative:
The technician found the parts were worn. The technician replaced worn bushings and worn out caster to resolve the issue.